Event description:
The customer reported that the needle got stuck inside his skin. The needle didn't break, but he can't remove it. No bleeding or pain either. Advised to go to the emergency room to have it removed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.